Event description:
User attempted to plug a physiologic monitor into an electrical outlet and received a shock from the plug end of the power cord. When the user grabbed the plug where it is attached, the bare electrical wires contacted his skin and he received an electrical shock.